Event description:
On march 10, 2009, the lay user/pt contacted lifescan (lfs) alleging that her onetouch ultramini meter was not powering on. The complaint was classified based on the customer care advocate (cca) documentation, since the medical surveillance specialist (mss) was unable to reach the pt by phone. The pt reported that the alleged power issue began several weeks prior to contacting lfs and was intermittent. On two separate occasions, several hours after the alleged issue started, the pt claimed she developed symptoms of feeling sweaty, shaky and developed a headache. On the evening of eight days prior, the pt reported taking glucovance (5/500mg) at the onset of symptoms. The cca noted that the pt manages her diabetes with pills; however, it is unk if she made any changes to her diabetes management as a result of the alleged power issue. At the time of troubleshooting, the cca noted that the subject meter powered on manually and when a test strip was inserted. Replacement products were sent to the pt. This complaint is being reported because the pt claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of either severe hypoglycemia or hyperglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.